Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that the fluid beam from an infusion cannula made a hole in the patient's retina during a vitrectomy with 27+ technique. The event occurred when the surgeons changed from air to fluid in the eye. Air ended up under the retina and produced a retina detachment. The infusion pressure was 30 mmhg. Laser was used to make the retina attached again. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: review of the device history record (DHR) indicates the order was built to specification. The sample has not been received for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause.

Manufacturer narrative:
Evaluation summary: the lot complaint history was reviewed. The device history record (DHR) shows the product was released per specifications. The returned sample was visually inspected and it was noted the infusion cannula and probe was not returned. It is important to remind the customer to return all product associated with the reported event for a full evaluation and to establish a root cause. Components from labstock were used to replace missing components. The fluid/air exchange manifold was tested. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated; the sample was found to be conforming. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The customer should be reminded that the directions for use (dfu) states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. The sample passed all functional and performance tests. The customer's event was unable to be replicated. The root cause of the customer's complaint could not be established; the returned sample met specifications.